Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient stated that the vad system was alarming for driveline disconnects at 9:07 am every day. The patient did disconnect the driveline while inpatient on (B)(6) 2018. The manufacturer's technical service representative reviewed the submitted log file which contained one days data and did not observe any driveline disconnect alarms. Additional information was requested, but was not provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The report of driveline disconnect alarms could not be confirmed through the analysis of the submitted log file. The center reported that the patient had been having driveline disconnect alarms at 09:07 am every day. It was reported that the patient did disconnect their driveline while inpatient on (B)(6) 2018. The submitted log files were unremarkable. No driveline disconnect alarms were captured and the pump appeared to function as intended. It was reported that there were no issues with the patient¿s vad or accompanying equipment. It was determined that the alarm the patient reported was actually from their ICD. The device clinic staff would be arranging for the patient to see the ep physician to have the ICD battery replaced. Regarding the patient¿s report of seeing ¿driveline disconnected¿ on their system controller, the vad coordinator reviewed the 6 most recent alarms on the controller and found no record of the driveline being disconnected. The vad coordinator examined the patient¿s driveline cable integrity and connection and found no issues. One of the advanced heart failure / vad physicians was able to see the patient with the vad coordinator and surmised that the patient heard the alarm, assumed it was coming from the vad, had been warned about driveline disconnections (the patient disconnected their driveline a couple of times while in-patient), and, therefore, reported that ¿the screen says ¿driveline disconnect¿.¿ it was reported that the medical staff reported concerns of dementia with this particular patient and the vad coordinator reported that the patient¿s cognitive status was a bit of a concern. The patient remains ongoing on vad support. The hm3 IFU warns that if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The hm3 IFU and patient handbook both contain an alarms and troubleshooting section which describes all alarm conditions, as well as the appropriate actions to resolve each alarm. The hm3 patient handbook also provides a section on handling emergencies.